Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: separated guide wire. Time of device issue: during the procedure. Adverse event: required intervention/guide wire remains in the patient. Onset of adverse event: during the procedure. It was reported that the case was being done in the circumflex (cx)/obtuse marginal (om) branch. One whisper guide wire was advanced into the circumflex lesion and the second whisper guide wire was used in the obtuse marginal branch (buddy wire technique). A 2.5 x 20 mm voyager balloon catheter was used to dilate the distal cx and a 2.25 x 28 non-abbott stent was deployed. The non-abbott stent delivery system was removed. The whisper guide wire in the om was removed. Next, a 2.5 x 28 mm xience v stent was deployed in the distal cx and a 2.5 x 08 mm xience v stent was deployed in the proximal cx. Then, as the whisper guide wire was being removed, it was felt to be snug in the touhy. They did a shot under fluoroscopy and didn't see the guide wire and then the fluoro was moved higher into the proximal cx and the end of the guide wire was seen in the ostium of the cx. The entire distal end of the guide wire separated and remained in the patient. Many attempts were made to try to retrieve the separated guide wire from the patient's anatomy, but they were all unsuccessful. Devices used in these attempts are as follows: snare devices, other guide wires and balloon catheters, quick cross tool, an aquatempo catheter, alligator device. There were no further plans to try to remove the separated guide wire from the patient. The patient was put on effient and anti-coagulant and the physician plans to keep the patient on this medication. The patient was discharged from the hospital. No additional event or patient information is available.